Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 and usm 4 for failure analysis investigation. The units were analyzed and the information was obtained: this usm was returned for failure analysis and the reported 32097 error was confirmed and replicated. In log reviews, the 32097 error was found indicating a communication fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock spring fiber. Once testing was completed, the clock spring fiber was aba test and was verified to be the source of the fault. Usm 4: in log reviews, the error 23137 was found on axis1, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where t component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check and sine cycle failed on yaw.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site noticed that the universal surgical manipulator (usm) 2 kept failing the bubble cal. The fse then replaced the universal surgical manipulator (usm) 2 and usm 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, that universal surgical manipulator 4 (usm4) was disabled due to an error. After attempting a power cycle and trying to recover the fault without success, the arm was ultimately disabled, and the procedure continued as a three-arm system configuration. The procedure was completing as planned with no reported injury.